Event description:
It was reported to philips that the device was unable to obtain an ECG reading. The customer cleaned the cables and one ECG was obtained but then the issue reoccurred. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.